Manufacturer narrative:
The customer called requesting assistance on how to retrieve info/data on a pt that had expired. The response center (rc) representative provided assistance to the customer via telephone on retrieving the info. On 22apr08, contact was made with the risk mgmt dept, who stated that they would not release any info regarding the incident and/or pt, due to the privacy act. Based on the available info, no device malfunction can be supported. This will be considered an application assistance issue. No further calls were logged for this issue. No further investigation/action is warranted.

Event description:
The customer called requesting assistance on how to retrieve info/data on a pt that had expired.